Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well images in question, which appeared as visually negative, but with an indistinct red blood cell button. The camera report also appeared as acceptable and all testing was processed without error. An immucor field service engineer (fse) visited the customer site on (B)(6) 2018 to assess the testing instrument in question. The fse replaced the instrument probe and the instrument was then subsequently categorized as follows. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The probe alignment test and also the probe accuracy test were passed following the probe replacement by the fse. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody identification when tested on a galileo echo instrument.